Event description:
It was reported that while doing rotator cuff repair arthroscopically, the perfect passer clamp of smart stitch failed, the upper part of the clamp separated and disappeared inside the tissues. Image intensifier was used to remove the piece. There was a delay of more than 30 minutes, less than 1 hour. No patient injury was reported.

Event description:
It was reported that the clamp jaw of smartstitch became separated from the connector, there is no fracture to the item, it appears to have been loose as they all just came apart with no force. This occurred outside the patient. There was a significant delay of more than 30 minutes, less than 1 hour. No patient injury was reported.

Manufacturer narrative:
There was a relationship found between the device and the reported incident. Visual inspection shows a detached upper grasper at distal end on a pp-connector. The grasper was returned separately in a bag and shows no damages. There are no manufacturing abnormalities visually observed with the returned device. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that the clamp jaw of smartstitch became separated from the connector, there is no fracture to the item, it appears to have been loose as they all just came apart with no force. This occurred outside the patient. There was a significant delay of more than 30 minutes, less than 1 hour. No patient injury was reported.